Event description:
New information notes that insulation anomaly was also noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after closing the pocket during implant procedure, a patient's right ventricular lead exhibited low, out of range values. Readings when the lead was connected to the pacing system analyzer (psa) before closing pocket and within thirty seconds of obtaining the low reading had normal lead impedance. Due to this fluctuation, the pocket was reopened in order to extract and replace the lead. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. The event of low impedance was isolated to overtightened suture sleeve.